Manufacturer narrative:
Concomitant medical products: product ID: 8709sc. Serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 22-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported that the patient¿s pump system was removed on (B)(6) 2019 due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative provided the surgeon's name. It was noted that the surgeon was not contacted as the surgeon had no previous information before the surgery and was unaware as the rep was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the surgeon was the only initial reporter as they had made the incision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the rep became aware of the event when the incision was made. It was later noted the incision was made on (B)(6) 2019. It was indicated that the initial reporter was the surgeon. It was noted that the onset/date of infection was not known. The cause of the infection was not determined. It was noted that the resolution of the event and patient's weight were not known and will not be made available. The current status of the affected device was at the hospital and will not be returned. No further complications were reported/anticipated.